Manufacturer narrative:
Inflammation - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device associated with this event is not known. The following are possible product codes and batch numbers: product code 699h batch bgp602, product code 699h batch bjp140, product code 698h batch bhe315.

Event description:
It was reported that a patient was experiencing inflammation at the suture site when the patient returned for suture removal.